Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("irregular vaginal infection"), menorrhagia ("abnormal heavy/menstrual bleeding / prolonged menses"), menstrual disorder ("abnormal heavy/menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2013, she underwent a removal of her essure device, including hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal discharge, vaginal infection, menorrhagia, menstrual disorder, dysmenorrhoea, back pain, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, procedural pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial hyperplasia. Previously administered products included for birth control: mirena and oral contraceptive nos. Concurrent conditions included ovulation pain and hyperplasia. Concomitant products included ibuprofen (motrin) and topiramate (topamax). In 2012, the patient had essure inserted. In 2012, the patient experienced the first episode of vaginal infection ("irregular vaginal infection / vaginal infection") with vaginal discharge. In january 2013, the patient experienced back pain ("severe back pain"). In (B)(6) 2013, the patient experienced the second episode of vaginal infection ("vaginal infection : vaginitis"). In 2013, the patient experienced the first episode of menorrhagia ("abnormal heavy/menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("abnormal heavy/menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2013, she underwent a removal of her essure device, including hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, the last episode of menorrhagia, dysmenorrhoea, procedural pain, vaginal haemorrhage and the last episode of vaginal infection outcome was unknown and the back pain, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of menorrhagia, the first episode of vaginal infection, the second episode of menorrhagia and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), pain, abdominal pain, vaginal infection : vaginitis", reporter, historical condition, concomittant drug added from pfs. On 1-mar-2018: reporter, concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.